Event description:
A us distributor reported that a patients battery pack was unable to hold a charge. A us distributor reported that a patient was receiving battery/charger faults.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery charger has been completed. The reported problem (charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to contamination on the battery board.  The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient was receiving battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to contamination on the battery board.  The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the charger malfunction.